Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the serial number of the external neurostimulator (ens) was unknown. The hcp stated that a bladder infection was confirmed at >100,000 for e. Coli. It was indicated that the patient had urinary tract infections prior to the trial and none following treatment with bactrim ds on (B)(6) 2017. The hcp noted that it was unknown if the bladder infections were related to the device or therapy but it was unlikely. The hcp stated that it was unknown if the bladder infections were related to the patient¿s underlying urinary dysfunction. The hcp stated that the trial was for severe urge incontinence and noted that they had no history of this in past individuals. No further complications were reported or were expected.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient had a history of bladder infections and it felt like the patient was getting one today. The patient was scheduled to have the trial lead removed tomorrow and would discuss with their doctor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.